Event description:
It was reported that p and r wave amplitude was out of range due to low sensed p-waves on the right atrial (ra) lead. The ra lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.